Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at 984 mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient underwent a successful pain pocket revision due to the previous pain pocket becoming reddened and causing discomfort. The patient's mother and caregiver denied any falls or trauma. A new pocket was created on the left side of the patient's abdomen and the catheter was reconnected in the new pump pocket. The catheter access port was successfully aspirated off. The previous pump was disposed of by the hcp, they were asked if they wanted the pump to be returned for analysis and they declined. The issue was resolved at the time of this report.